Event description:
It was reported while testing patient samples with bd facs¿ lwa erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: carryover with blood from normal donor. The root cause of carryover failure appears to be the use of ¿patient samples¿ for carryover tests. 1. Are there erroneous results on patient samples from diagnostic test? Yes. 2: was there any delay of treatment due to the issue? Unknown. 3.: if patient samples were redrawn, was there any change or delay of treatment? Not applicable. 4: was there any physical harm/ injury to the patient due to the issue? No.

Manufacturer narrative:
After further review MFR# 2916837-2021-00269 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing patient samples with bd facs¿ lwa erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: carryover with blood from normal donor. The root cause of carryover failure appears to be the use of ¿patient samples¿ for carryover tests. Are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? Unknown. If patient samples were redrawn, was there any change or delay of treatment? Not applicable. Was there any physical harm/ injury to the patient due to the issue? No.